Event description:
Total right hip replacement (B)(6) 2008 depuy pinnacle system, pain almost immediately right hip and groin. Dr. Takes x-ray and say everything looks fine; after many months of continued pain and many doctor visits as well as using all my sick and vacation time. My primary calls my surgeon and say he notices a deformity protruding from right hip - (B)(6) 2009. Office visit to original surgeon shows concern as there is swelling that looks like a baseball is protruding from right hip after many months of complaining. Original surgeon now requests blood studies and bone scan, as he is finally very concerned now something more serious is developing. Blood work (B)(6) 2009 counts come back high, worried infection has set in. Not satisfied with lack of concern original surgeon dr. (B)(6), start seeking other opinions. Visit (B)(6) (B)(6) 2010 and (B)(6) 2010, dr. (B)(6), and (B)(6) (B)(6) 2010 and (B)(6) 2010. Go to (B)(6) (B)(6) 2010, dr. (B)(6). Hip aspiration (B)(6) 2010 fluids removed from area elevates pressure. Doctors cannot make a medical decision until I decide to have a revision. After seeing an infectious disease specialist (B)(6) 2010, and coming to the assumption that I am not infected, I choose dr (B)(6) revision surgery (B)(6) 2010. Dr. (B)(6) does not approve of metal on metal application and takes out metal ball and liner replaces with smaller ceramic ball and polyethylene shell. Upon entering the area of the hip region, a large amount of bloody fluid is expressed that actually sprays onto the back table from the pressure in the area. Doctor suctions area and applies dose of intravenous antibiotics. Muscles and lymph nodes have been destroyed as the result metal fragments in the area. Five months into rehab 1st dislocation (B)(6) 2010, six days later 2nd dislocation. Need 3rd operation, second revision scheduled (B)(6) 2010, ten days after the first dislocation. With the large amount of anesthesia administered in the last ten days and other medications, I become delusional and walk out of hospital (B)(6) 2010 in the early am hours. I am out of the hospital for approximately 2 hours on the highways surrounding the hospital with a hospital walker in a hospital gown and pajama bottoms. I am brought back to the (B)(6). Finally they place a call to my wife at 5:14 am who then has been told what had been occurring all night. She arrives at the medical ICU just in time to see the doctors administering an anti-anxiety/sedative-ativan- via intravenous and this is when my agitation increases, leading to my blood pressure increasing to dangerous levels. Now they must use more sedatives which cause my trachea to collapse. I have to be placed on a respirator and put into a drug-induced coma. The dangerous high blood pressure continues as they seek to bring me in and out of the drug-induced coma. This leads to the development of bi-lateral pneumonia and a blood clot that logs in my right lung. A central line has to be placed through my heart to administer anticoagulants to break up the clot and monitor the blood pressure. My family anxiously waits to see if I am going to live through this ordeal. On (B)(6) 2010, I see my wife and realize that I have missed the last 24 days of my life. In summation, the FDA need to take notice that the depuy pinnacle system is very much as dangerous and defective as the depuy asr and need to remove this product from the market immediately. Symptoms of the pinnacle often mimic the asr as in my case, that has almost claimed my life as well as cost me my livelihood. My family has been devastated and traumatized because of this product that (B)(4) has so recklessly distributed. This FDA need to take action as families lives are being destroyed, because of the ridicules greed for profit of (B)(4). Depuy pinnacle system - hip implant - therapy after 1st hip operation discharge (B)(6) 2008. After 2nd hip operation 1st revision (B)(6) 2010. After 3rd hip operation 2nd revision (B)(6) 2010 after 24 days of lying in coma therapy starts (B)(6) 2010.